Manufacturer narrative:
Device received with constant critical pump error alarm and unable to download during testing due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. No blank display noted. Analysis identified product did not meet specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the daughter experienced low blood glucose and their insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was 59 mg/dl, since the pump won¿t turn on they have treated for low blood glucose. The customer states they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error alarm, however, the customer declined to troubleshoot for low blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.